Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed. Visual inspection revealed that one side of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the rest of the assembly. The sheath extrusion appeared partly stretched at the site of separation. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one score line. The sheath was severed to observe the cross section. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. Functional inspection could not be accurately performed as a part of this complaint investigation due to the condition of the returned sample. Manufacturing was consulted as a part of this complaint investigation. They confirmed the defect is due to the extrusion process. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the extrusion tore partway, causing the tab and extrusion to separate from the assembly. Microscopic examination revealed that the sheath was torn completely down one score line. Manufacturing was consulted as a part of this complaint investigation, and they confirmed that the likely cause of the defect is the extrusion process. Therefore, based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. The same issue occurred to 5 kits, different patients. The associated emdr report numbers are 9680794-2025-00129, 9680794-2025-00128, 9680794-2025-00127 and 9680794-2025-00126.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. The same issue occurred to 5 kits, different patients. The associated emdr report numbers are . 9680794-2025-00129, 9680794-2025-00128, 9680794-2025-00127 and 9680794-2025-00126.